Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: no flow through pump verified by echocardiogram; suspected: no change in lv cavity during ramp study echo; high power, variable pi, speed readings. Other component: high power readings, unable to run at set fixed speed, very low pi values. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention: lvad explant. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump, device thrombosis. Specify component(s) involved: other component malfunction, specify.